Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Nurse attempted to attach canal finder to t-handle and was unable to do so patient consequence? :no. Action taken for procedure:surgery completed with like instrument. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.